Event description:
Due to infection an intervention was performed to removed to remove the complete pacing system. Upon extraction of the subject lead, it was reported that it became stuck in the subclavian area, and the lead tip was detached from the lead body leaving only the conductor coil attached to the tip section. The physician attempted to retrieve the lead tip unsuccessfully, and the tip detached completely. Reportedly, the tip then migrated to the lower lobe of right lung. The pt is currently undergoing treatment for the infection.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.